Event description:
The patient experienced an infection.

Manufacturer narrative:
Upon further review of the complaint file for MDR access number 9610847-2010-00030, it was observed that three additional incidents occurred. These incidents will be captured on MDR access numbers 9610847-2012-00011, 9610847-2012-00012 and 9610847-2012-0013. Results - the sample is not available for evaluation. A review of the device history records and material review report database could not be performed as a lot number for this incident was not provided. Conclusions: since the sample was not available for evaluation, a root cause for the problem encountered could not be identified. (B)(4).